Event description:
It was reported that an unexpected reset occurred. The customers blood gluclose level was 485 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.